Event description:
It was reported to philips that the flexvision monitor was unable to turn on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not powered on. A review of the system logfiles, it was determined that the monitor was not turned on due to a flexvision pc boot-up issue. To resolve the issue, the fse restarted the system multiple times. After multiple restarts, the system was returned to use in good working order.